Event description:
It was reported that dr was shocked by the shaver during the case. Doctor was using a bone cutter, doctor has said this has happened before. Sales rep stated he believes that the doctor may have been feeling vibration in the handpiece and not an electrical shock.

Manufacturer narrative:
(B)(4)